Manufacturer narrative:
The device was returned to philips bench repair for additional troubleshooting/evaluation. The bench repair technician (brt) tested the device and confirmed that the temperature cable was loose which caused the temperatures to stop working. The brt re-secured the cable. The device passed all tests and was returned to the customer. It was unknown on how the device fell as there was no additional information whether device was on a wall mount or a roll stand. To resolve the issue temp issue, the brt re-secured the temperature cable. A search in salesforce found no further related calls. The absence of further calls supports that the reported problem has not recurred. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported that it fell off and the temperatures stopped working. The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that it fell off and the temperatures stopped working. The device was not in clinical use at the time the reported issue was discovered.